Manufacturer narrative:
This report is submitted on july 05, 2022.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment site. Subsequently, the patient underwent an abutment removal under general anesthesia (specific date not reported).